Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 34.4 months for elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity.